Event description:
It was reported that during the implant attempt, due to the patient's heart being too large, the sheath could not reach the target position. The sheath was not used and a new sheath was used to implant the lead. When implanting the lead, the impedance was high. The lead was repositioned, but the impedance remained high. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).